Manufacturer narrative:
(B)(4).

Event description:
The pt was taking "massive" amounts of opiates because, the pump was not "coping". The oral drugs were "coping with the pain more or less". The pt was taking 720 mgs of oxycontin and approximately 160 mgs of oxynorm, plus 4000 mgs of paracetamol. The pump was being taken out because, it was not controlling the pain. The pt was currently getting "massive electric shocks" and was "to some degree coping with the neuropathic pain". Additional info has been requested, a follow-up report will be sent if additional info becomes available.